Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual review of the device shows nicks, gouges, and indentations to the strike plate, handle body, handle, distal end, and locking cam. Fracture was confirmed at the distal end near the cam. Fractured piece was not returned. Crack in the metal was also noted on the distal end. No other damage was noted. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the offset rasp handle broke. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.